Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the set and the actual gas flow values during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Electronic gas blender was received at livanova, it was disinfected, opened, cleaned, checked and tested. The complained error was confirmed: during the test run and pre-calibration, error e19 was detected in co2. Flow controllers for air (pn 73-300-251) was replaced unit was tested and positively passed the test run. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Livanova received a report stating that the error deviation values (e19) was displayed on the electronic gas blender (egb) during priming. When the gas blender was investigated the fault was reproduced. A deviation related to the airc hannel was detected. The flow controllers for air was replaced and the gas blender has been tested without showing further deviations. The unit was manufactured in 2008 and according to the review of the complaints database, no further complaints have been reported in the past. The root cause of the reported issue could be traced back to defective mass flow controllers for air. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.